Event description:
The complainant stated that a pt has broken the right head siderail off the bed. He doesn't know exactly how the siderail was broken off. The complainant was not aware of any injuries.

Manufacturer narrative:
The accounts maintenance installed a new right head siderail to repair the bed.